Manufacturer narrative:
Correction: section h6. The code "4315, cause not established" should have been entered rather than "11, conclusion not yet available."

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and t-wave oversensing. Programming changes were performed to resolve the issue. There were no patient consequences reported.

Event description:
New information received indicated that post-sensed t-wave oversensing (pstwos) was noted.